Event description:
A nurse reported experiencing inaccurate low results with a hosp surestep flexx meter. The pt's blood glucose results 60 and 45mg/dl and the lab tests were 190 and 202 mg/dl respectively. Tests were done within a few minutes apart with a difference of 68% and 78%. A test at the same time on another surestep flexx was comparable to the lab. Pt did not experience any adverse events. The subject meter passed qc. Pt on dialysis unit. Hematocrit 27%. No further info has been reported.